Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting farfield oversensing of atrial flutter causing a pause and inappropriate therapy. Technical services (ts) was consulted and recommended performing x-rays to determine if the lead position is attributing to these issues. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting farfield oversensing of atrial flutter causing a pause and inappropriate therapy. Technical services (ts) was consulted and recommended performing x-rays to determine if the lead position is attributing to these issues. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was feeling chest pain, x-rays were performed, and perforation was not noted. Oversensing was resulting in right ventricular (rv) lead undersensing of premature ventricular contraction (pvc). Ts recommended defibrillation threshold (dft) testing. The device remains in service.